Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe char and burnt detritus on the metal cap was also observed. Both caps remain attached, however, the red directional arrow on the outer flow tube does not align with the output window. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber cap was damaged at 24,621 joules of use. The procedure was completed using a second fiber. Pt outcome: "ok, no harm to pt".